Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up to the insulin pump going into threshold suspend when his blood glucose level was not low. His sensor glucose reading was 55 mg/dl but his blood glucose level was 171 mg/dl. The customer had similar issues with two other sensors. The device was not returned.